Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1613205) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that upon the removal of the mynx ace device following deployment, a small amount of sealant was noted to be exposed outside of the patient's skin. The device was being used for arterial closure following a diagnostic neuro procedure. Immediately after the device was removed, manual pressure was held. The deployer, who was in-training at the time was directed to wet the exposed sealant with saline. Once the sealant expanded with saline, part of the sealant was removed with a scalpel and the remaining sealant was pushed back under the skin. After the sealant was trimmed and pressed back under the skin, the site "looked good;" however, a small bump which was described as a "superficial hematoma (6 cm or less in size)" began to form. The bump was not soft and squishy in nature. Manual pressure was applied for an additional 5 minutes to treat the hematoma. The total duration of the manual pressure was 30 minutes or less. The site was dressed per hospital protocol and the patient recovered well without any issues noted. The patient's hospitalization was not prolonged as a result of the event. No further information is available at this time.